Event description:
It was reported that cartridge alarm 20 occurred and issue did not cause customer¿s blood glucose to reach concerning levels. There was no adverse impact to the customer¿s blood glucose level. Customer had already loaded new cartridge before calling, and technical support reviewed loading steps and advised use of room temperature insulin, after which customer successfully loaded cartridge, resumed insulin therapy, and issue was resolved; no additional product lot details were available.